Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.